Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turning on and shown black screen and had no power. The customer tried plugged to multiple other power points, but still issue persist. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not turning on at all, screen was black. A field service engineer (fse) identified a short circuit caused by the drawer control board on main half height drawer 2.2 and replaced the board. The system functioned as intended after the field service engineer repaired the device.